Manufacturer narrative:
Original complaint investigation results: the customer's complaint of a smoke issue was duplicated during investigation. The device was disassembled to check the situation, then a burning smell was observed and damage to the power supply board was identified. A capacitor on the power supply pwa was obviously burnt and was the reason for the reported. 'Smoke phenomenon" and it may have been caused by a defective power supply board. Because the liquid of capacity on power board was spilled out, the cpu board was found contaminated and required replacement. After the power supply board and cpu board were replaced, full performance verification testing was performed, and all tests passed. The device then operated functionally without error. Parts replaced: pwa 120v pwr suply a+ intl(cc) 810-95614-513 sn: (B)(6); pwa cpu plum a+ (cc) ee0000118 sn: (B)(6) secondary review of complaint investigation results: a secondary review of the complaint investigation was conducted. The device information is correct, and no physical damage was found. It was identified that smoking came from the power supply pwa, and there was no electrical exposure, tampering or product mix. The "smoke phenomenon" was caused by a defective power supply pwa capacitor burnt out. It was confirmed there is no out of box failure; the device is older than 2 years. The event alarm log was not downloaded as no relevant codes pertinent to the issue were found and the customer complaint is not something that would be evident in the alarm log. The customer protocol could not be followed as it was not provided by the customer.

Event description:
The complaint/event involved a plum 360 driver new that reportedly presented a "smoke phenomenon" during a patient's infusion. There was no report of any human harm.